Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. This pacemaker was successfully explanted and a new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. This pacemaker was successfully explanted and a new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was receive that this device recorded a code 1003 and was successfully replaced. No additional adverse patient effects were reported. This device is expected to return.